Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated that the ins twists, pokes, sticks out, jam in to her, and hurts whenever she sits or lays down. Caller mentioned that she has not had any falls. Caller also mentioned that after this occurred she was still able to make therapy adjustments and feel stimulation, but this past weekend she wasn't able to feel stimulation at all or increase/decrease stimulation. Later, the caller states that she was able to increase stimulation but she can't feel it. Caller stated that she doesn't get any messages when attempting to make adjustments, but when she was at 0.7 v she increased past 2.6 v and still couldn't feel any stimulation. Caller mentioned that her ins is currently off due to hcp suggestion. Caller stated that she spoke to her hcp about this and the hcp recommended to get reprogrammed before he does any more work. No further complications were reported.